Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6949 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead was damaged during the prophylactic extraction of the right ventricular lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.